Event description:
A customer contacted baxter's technical service center regarding a compact exchange device (cxd). The home patient (hp) stated the carriage was broken and would not move forward. The technical service representative (tsr) arranged a swap of the device. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported difficulty of the compact exchange device (cxdii) carriage being broken and not moving forward was confirmed and duplicated during evaluation. The device was received with no external damage. The spike and unspike operation using the spike and unspike test set was performed and the issue of a broken carriage that will not move forward was confirmed and duplicated. The spike carriage guide spring was revealed to be bent, preventing the spike carriage from being guided to the spike position after completing the unspike operation. Review of the device history record (DHR) revealed no issues that may have contributed to the reported difficulty of the cxdii carriage being broken and not moving forward. The assignable cause of the reported difficulty was determined to be a bent spike carriage guide spring. The device is non-serviceable and will be destroyed. The device was subsequently forwarded for destruction. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A follow-up MDR will be submitted upon completion of the evaluation.